Event description:
The pt services rep (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support service to report that the pt's charger was not displaying any lights. The charger was moved to a different outlet and still had the same problem. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) has been completed. The reported problem (charger not displaying led lights) has been confirmed. During service investigation, it was confirmed that the charger would not display the led lights when it was discovered that the power supply unit would not turn on the charger. The root cause of the defective power supply unit cannot be positively identified. The battery charger was otherwise fully functional. The power supply unit was replaced. No adverse event resulted from the defective power supply unit. The pt received a replacement battery charger.